Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm), it was observed that the device does not work on ac power. The unit works on battery power but neither power leds are illuminated on screen when plugged into ac power. The power cord was replaced but the problem persists. The customer requested troubleshooting. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse verified that the 24vdc supply is reading zero. Battery voltage and output are within specification. The battery connector pins are seated properly. The battery was manufactured in 2014 but has 15vdc. The customer was advised to replace the power supply to correct the issue and replace the battery for age. The customer will order the power supply and battery.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that philips does not have the power supply available at this time and that the device remains out of service until the part is available. Once received, it will be replaced, and the device will be returned to service. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be carried out.